Event description:
A patient contact reported to fresenius customer service that the patient is in the hospital and has peritonitis, and underwent surgery to have their catheter removed. On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized for peritonitis and had the pd catheter (not a fresenius product) removed on (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been admitted to the hospital on an unknown date for reasons unrelated to pd therapy or the use of any fresenius products. The patient¿s health was declining and quickly getting worse. During the hospitalization, the patient was diagnosed with peritonitis. The pdrn could not confirm the date of diagnosis. This resulted in the patient¿s pd catheter being removed. It was not confirmed if the patient was initiated on hemodialysis after the pd catheter removal. No further information related to the peritonitis event was available.